Event description:
It was reported that the scissors broke a the pivot screw, the screw fell out while in use on a surgical procedure. "The screw was retrieved, and there was no pt injury as a result of the event." "No incident report was completed and no request for follow up info."